Event description:
From the physician: approximately a year ago, we transitioned to using the pectus blue set for repair of pectus excavatum. The system is a comprised of titanium based bars that are coated with a specific compound to facilitate insertion. This patient encountered two issues with the bar. First, he developed hyperpigmentation of the skin along the distribution of the bars. This was self limiting but distressing to the patient and his family at the outset. Second, he has now developed flipping of both bars approximately 9 months postoperatively. Taken in isolation, this is not unusual. However, when I put this experience together with that of the other patients that have been operated on by my colleagues and also compare this to our institutions historical experience, the collective incidence of complications after the use of these bars seems to be higher than expected.